Manufacturer narrative:
Concomitant product: product ID 4568, lead, implanted: (B)(6) 2004.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD)&#1473;s explanted and replaced due to unexpected battery depletion caused by high lead thresholds on the left ventricular (lv) and right atrial (ra) leads. The lv lead was explanted and replaced. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.